Event description:
Reported by pt's son as: "they removed the port after a month worth of fever and an infection that "exploded" out of her. This, after a sonogram in which they saw no infection - that was two days before a fever of over 104 and the rupture of skin expelling cups of infection." The band was subsequently removed as infection remains unresolved at the time of this reporting.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to provide the serial number and return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Investigation is on going with the reporter. The access port was explanted in 2006 and we have not been able to confirm if it is available for return. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate pos-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.